Manufacturer narrative:
The device has not been returned to the MFR at this time for eval.

Event description:
On (B)(6) 2014 the catheter was implanted into the pt. After six months, in the daily use of chemotherapy drugs, the nurse found there was skin swelling 3cm above the puncture site. After clinical symptoms discussion and consultation, they found the catheter had breakage, which caused the chemotherapy drug leakage. The pt had local skin redness and swelling pain, and a certain of dysfunction.